Event description:
It was reported to philips that after completion of the last patient, the system started rebooting itself and would not boot-up properly. The users could not do any more exams and moved the patient to another room. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse performed cold restart and hard restart, but issue was not resolve. Fse reloaded the system software and performed pm calibration but after a few hours, but system started rebooting itself again. A review of the system logfiles found that the suite pc was failing some os and hardware power on self-tests. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the suite pc and ssd drive and reloaded the software from scratch and added new license for the pc, restored backups and reinstalled database. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.